Event description:
It was reported that the revolution cement gun disassembled following a procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the back pawl was found to be worn. The device was repaired and returned to the user facility.